Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-134-user has low glucose value. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo mg/dl. Customer stated he was not having any symptoms at the time he got the lo blood results and that after he got the lo results he ate something and then his results were fine. The customer's expected fasting blood glucose test result is 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 06/30/2019 and open vial date is (B)(6) 2018. Test strips are not impacted by recall. The meter memory was reviewed for previous test result history: (B)(6). Customer is concern with all these lo results. Customer is not sure if the lo result was a fasting or non- fasting. Customer got several lo blood results on (B)(6) 2018 at 115pm, 112pm and 102pm.